Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: attempts have been made to gather product ID information and no further info is available. Visual examination of the provided picture identified the black tip is not on the end of the device and not pictured. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is not confirmed, as no impactor pad is pictured. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that after a procedure, it was noticed that the black plastic tip of the impactor piece was broken. It was noted all broken pieces were recovered and not retained. The hospital discarded the tip. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.